Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the event involved a product problem indicating a non-conformity, adverse trend, or unanticipated hazard due to a manufacturing issue which has been elevated to an nc to investigate further and determine the root cause of the event. If any additional information is provided, the investigation will be reassessed. H3 other text: device was discarded.

Event description:
It was reported that the surgeon during a patients procedure tried to engage a 6.5 center screw in the baseplate. As the physician engaged the screw it locked on the inner threads of the baseplate and screw could no longer advance to correct location. Surgeon tried a different screw and had same results. Surgeon than opened a new baseplate and with no problems the screw properly engaged the baseplate.